Event description:
It was reported that after a percutaneous renal intervention procedure, arteriotomy closure of a heavily scarred and moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, during device insertion, the device could not be fully advanced into the vessel due to scar tissue at the groin access site. The device was removed over a guide wire. An incision was made at the sheath site/ tissue track that was the spread all the way down to the vessel. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty inserting the device sheath into the vessel was not confirmed as analysis of the returned device found no abnormal observation that could have contributed to the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The common femoral artery was reportedly moderately calcified. Per the special patient populations section of perclose proglide device instructions for use; the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.